Event description:
The customer contact reported unable to prime the tubing set. The tubing set was to be used to delivery an unspecified volume of normal saline, at an unspecified rate. It was reported that during priming prior to pt use, the nurse was unable to prime the tubing set. No specific details were provided. The tubing set was replaced. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.